Event description:
It was initially reported by company representative that during disinfecting the bath, disinfectant splashed into caregiver's eyes: "an employee was not wearing protective eye wear and had some cent kleen IV splash into their eyes". From received info no injury occurred as a result of this incident. The originator of this complaint informed that the initial reporter did not identify themselves and replied with an inaudible response to originator's inquiry of their facility name. When he asked for a return number and their name, they stated that we wouldn't have to be calling back and that they received all the info that they needed. The staff member was at the ER and they had been flushing the water out of their eyes since it had occurred until they got to the ER. No info about device examination or function test were received due to not provided incident description form.

Manufacturer narrative:
(B)(4). When reviewing similar reportable events we have found a low number of other similar cases- splash of disinfectant onto the caregiver. We have been able to establish that there is no complaint trend concerning these kind of events. Due to lack of info we were not able to establish the involved device, and therefore no device inspection could be performed. The device could not be inspected by an arjohuntleigh representative at the customer site to check if it was to its specification, therefore we cannot be certain. The device was being cleaned after having been used for pt handling and in that way contributed to the event. From received info no injury occurred as a result of this incident. Involved caregiver was at the ER and they had been flushing the water out of their eyes. No info about further outcomes could be obtained despite our best efforts. The review of instruction for use for arjohuntleigh's bath devices showed that these documents include safety warnings that show the correct disinfection procedure - protect eyes against concentrated disinfectant/cleaner and use protective gloves when dealing with concentrated disinfectant. Warnings regarding correct disinfection procedure can be also found at disinfectant label: "danger. Causes irreversible eye damage and skin burns. Do not get in eyes, on skin or on clothing. Wear protective eyewear (goggles, face shield or safety glasses), protective (rubber or chemical resistant) gloves and protective clothing". The received info showed that the caregiver was not wearing goggles during disinfection procedure. The splash is not likely to be caused by device itself and these kind of events are considered to be unfortunate accidents. There are also other factors that need to appear to cause this incident e.g.: lack of carefulness, incorrect process of disinfection. Therefore we consider this event to be isolated incident where user wasn't care enough to avoid this incident. From above we can conclude that this problem was caused by user error - incorrect user of the product: no safety equipment used during disinfection of the device. The received info and our eval as described above are showing that if disinfectant (cent kleen IV) warnings were followed, there would be no pt or caregiver at risk.